Manufacturer narrative:
Customer stated: "have had numerous [vitamin b12] qc fliers." Customer had run a system check on (B)(6) 2010 and customer reported that it passed all specifications. No system check data was provided from the week of event. On (B)(4) 2010, the field service engineer evaluated the analyzer. Rebuilt precision pump with seals and belt. Proactively replaced peri-pump tubing, aspirate probes, and transducer pipettor tip. Checked transducer voltage. Adjusted temp to 37.1 degrees c. Checked pipettor alignments. Ran system check. Performed substrate decontamination. Reran system check. Recalibrated all assays. Verified repair per established procedures. No definitive device failure was identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-04205.

Event description:
Customer reported erroneous high vitamin b12 test results were obtained for two pts when using the access 2 immunoassay system. Customer also stated that a few pts in the past few weeks have been elevated on the initial test, and repeat within the normal range. Specific tests were not provided. The erroneous high test results were above the normal reference range. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were with normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for two pts tested on separate dates.